Event description:
It was reported by service report that the bed had three broken casters. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: parts on order. Bed will be fixed upon receipt.